Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The in-stent restenosis of a non bsc stent was located in a severely calcified and severely tortuous proximal left anterior descending (lad) artery. Upon attempting to advance the 15mm x 2.0mm maverick over-the-wire ptca catheter through another MFR's previously implanted stent, the physician encountered resistance. The balloon ruptured at 11atms, on the first inflation. The balloon catheter was removed from the pt without incident. The procedure was successfully completed with a different device. No pt injuries or complications were reported. The pt's status was reported as "good."

Manufacturer narrative:
The device was not returned for analysis. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).